Manufacturer narrative:
Associated with MDR #: 2029214-2023-01992. A2. Reported patient age is the mean age for all patients included in the article study group. A3. Reported patient sex represents the majority of all patients included in the article study group. B3. Date of online publication is used for reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Yang, b., kang, k., gao, f., mo, d., tong, x., song, l., sun, x., liu, l., huo, x., miao, z., ma, n. (2022). Association of occlusion time with successful endovascular recanalization in patients with symptomatic chronic intracranial total occlusion. Journal of neurosurgery, 137(4), 1095-1104. Https://doi.org/10.3171/2021.12.jns212337 medtronic review of the literature article found a review of the 117 patients who underwent endovascular treatment for chronic intracranial total occlusion (cito) between june 2012 and september 2019. It was noted in the article that echelon-10 microcatheters were used in some procedures. However, it was not specified what microcatheter was used in each procedure. There was no reported device malfunction of the microcatheter reported in the article. Recanalization was not achieved in 20 patients. Causes of procedural failure to achieve recanalization included: failure to navigate the microwire through the lesion (11 patients), microcatheter in false lumen through the lesion (2 patients), no antegrade blood flow after stenting (1 patient), intraprocedural contrast media infiltration in outer lumen (4 patients), residual stenosis >30% (2 patients). Of the patients for whom follow-up was available, recurrent stroke occurred in 12 patients, 10 recurrent strokes were noted within 30 days of the index procedure. Of these 10 periprocedural recurrent strokes, 6 were ischemic and 4 were hemorrhagic. 11/12 strokes occurred in patients who had successful recanalization in the index procedure and 1 patient with recurrent stroke had recanalization failure in the index procedure. During follow-up ischemic stroke related to restenosis was noted in 5 patients. Additionally, 15 patients were noted to have recurrent transient ischemic attack (tia) during the follow-up period. Of these 15 patients, 9 had achieved recanalization in the index procedure and 6 had recanalization failure in the index procedure. 20 patients were noted to have residual stenosis after recanalization. 79 patients underwent vascular follow-up imaging within a median of 5 months and in-stent restenosis (isr) was observed in 21 patients. Of the patients with isr, 8 had in-stent reocclusion. 15 of the patients were treated conservatively. However, 6 patients underwent endovascular retreatment. Of the patients who underwent retreatment, 5 had successful balloon dilation, 1 patient's retreatment failed.